Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2, switzerland. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a wear and tear damage was identified. It was recommended to not apply excessive force to the device. Replacement of various parts was also recommended. Other related findings found were the following: moisture damage found on the front panel, holder div. Screws, base plate, cover, seal and pump; faulty output connector; foreign material inside the air flow tube; rear panel is deformed; non-olympus lamp used. It was recommended to do the following: do not store the device in a high-humidity environment. If there is dust in air vents, vacuum it with a cleaner. Lamp should be replaced with maj-1817. Olympus will continue to monitor field performance for this device.

Event description:
The problem, as reported to olympus, was identified prior to the procedure.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b3, b5 and h6.

Event description:
A user facility reported to olympus that the device "no longer starts." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation determined the power supply unit was defective. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.